Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose and diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl. The customer experienced vomiting due to high blood glucose. The customer treated high blood glucose with insulin drip. Customer was unable to complete carelink upload. The customer declined further troubleshoot for high blood glucose. The device will not be returned for analysis.